Manufacturer narrative:
The evaluation revealed the reamer to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamer returned was documented as faultless prior to distribution. As the device had been in use for approx. 2 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The reamer head is completely broken off; the breakage surface and the contracted material near the breakage indicate that the reamer broke due to a torsional overload during drilling in clockwise direction. Damages on the cutting edges indicate that the reamer head hit a hard object. The customer reported that one winding (¿arch¿) of the reamer broke spontaneous in the mid-diaphysis of the bone and that a diaphysial defect occurred during the reamer breakage. Based on this information and the found damages following scenario most likely happened: the bone fracture parts were not in line (¿diaphysial defect¿) and the bixcut head of the reamer hit with force the distal bone corticalis instead of the marrow and got jammed. Maybe a deformed guide wire favored the jamming (¿placing back again the reaming guide was laborious¿). Due to rotational forces in clockwise direction (¿difficult extraction¿) the reamer spiral material got overloaded and finally the head broke off. The IFU describes that reaming shall be performed carefully with a limit of forward feed and drilling speed of maximum 250 rpm. Furthermore the operative technique includes that flexible reamers are used to ream in stages starting from smallest diameter and increasing in 0.5mm increments to final diameter (2mm larger than the distal diameter of the nail.). Because no manufacturing issue was found the case is attributed to the user (insufficient handling). No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
The pharmacist at the hospital, reported the following event, "spontaneous rupture of one arch of the reamer in mid-diaphysial. No obvious abnormality on the body of the reamer. Diaphysial defect when breakage. Difficult extraction. Placing back again the reaming guide was laborious. Extension of the operating time."

Manufacturer narrative:
An investigation and a review of the DHR were not possible because neither the reamer, nor the lot code were provided although requested several times. The root cause of the reamer breakage could not be determined. The customer reported that one winding (¿arch¿) of the reamer broke spontaneous in the mid-diaphysis of the bone and that a diaphysial defect occurred during the reamer breakage. Based on this information following scenario maybe happened: the bone fracture parts were not in line (¿diaphysial defect¿) and the bixcut head of the reamer hit with force the distal bone corticalis instead of the marrow and got jammed. Maybe a deformed guide wire favored the jamming (¿placing back again the reaming guide was laborious¿). Due to rotational forces in clockwise and/or counter-clockwise direction (¿difficult extraction¿) the reamer spiral material got overloaded and maybe uncoiled and finally the shaft broke. The IFU describes that reaming shall be performed carefully with a limit of forward feed and drilling speed of maximum 250 rpm. Furthermore it is included that the reamer shall never be drilled in counter-clockwise direction. A more precise evaluation was not possible based on the given information. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place. Device was not returned.

Event description:
The pharmacist at the hospital, reported the following event, "spontaneous rupture of one arch of the reamer in mid-diaphysial. No obvious abnormality on the body of the reamer. Diaphysial defect when breakage. Difficult extraction. Placing back again the reaming guide was laborious. Extension of the operating time."

Event description:
The pharmacist at the hospital, reported the following event, "spontaneous rupture of one arch of the reamer in mid-diaphysial. No obvious abnormality on the body of the reamer. Diaphysial defect when breakage. Difficult extraction. Placing back again the reaming guide was laborious. Extension of the operating time."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.